Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. The 2008t hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). Machine functional checks were performed. No system issues were identified during the on-site evaluation. Functional testing performed by the res confirmed that the unit was operating properly. The system has been returned to service at the user facility without issue. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. The investigation into the cause of the patient incident was not able to confirm an issue which would have resulted in the adverse event. The system level review of this 2008t hemodialysis machine and the concomitant devices used during the hd treatment found no indication that a fresenius product caused or contributed to the patient event. Lot numbers of concomitant devices were not provided by the user facility. A batch production record review was performed, for the fresenius bloodline, on all lots identified as having shipped to this account within 3 months of the occurrence date. No deviations or non-conformances were identified during the manufacturing process which could be associated with the reported event, and all lots met release criteria. . Furthermore, the bloodline was returned to the manufacturer for physical evaluation. No malfunction was confirmed during evaluation of the complaint device. No batch record review was able to be performed for the naturalyte liquid acid concentrate as no lots were identified as having shipped to this account within 3 months of the event occurrence date. No sample of the naturalyte liquid acid concentrate was made available to the manufacturer for evaluation.

Manufacturer narrative:
(B)(4). Plant investigation is in process. A supplemental MDR will be submitted at the completion of this activity. This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Clinical review: although requested, medical records have not been received. Medical evaluation of the event with the information provided was performed by the fresenius medical department and is as follows: this patient initiated hemodialysis (hd) in hospital set up for the first time. No prior relevant history was available, other than use of concomitant altepase, which was administered soon after commencement of hd. Altepase is a tissue plasminogen activater therapy ( tpa) for treatment of embolic or thrombotic stroke, in this case, it was being used to improve catheter flow. Hd session was commenced for a total of half hour period and abruptly terminated, as patient was observed not to be stable. Soon after discontinuation of hd session the patient deceased. No machine anomalies were observed and the machine is back in service. Request for further relevant medical information was solicited, but denied. Limited information on this case precludes a meaningful medical assessment on this case. Review of this single individual case does not affect the benefit-risk assessment of our products used for hd.

Event description:
A nurse at the user facility reported that a patient expired shortly after their hemodialysis (hd) treatment was discontinued. Follow-up information was provided by the clinical manager (cm) who revealed that no device malfunctions occurred prior to the event. Reportedly, the patient had only recently been diagnosed with end stage renal disease, and this was the first time hd therapy had been applied. The treatment was performed in a hospital acute dialysis facility. The patient was alert, oriented, and ambulatory prior to treatment, but was noted as being "anxious". Treatment was paused 15 minutes after being initiated due to poor blood flow from the patient's catheter. Altepase was instilled in the catheter and allowed to dwell for 15 minutes. The medication was removed from the catheter and it was flushed prior to re-initiation of hemodialysis. Approximately 15 minutes later, the patient complained of not feeling well. The blood was returned, but the patient's heart rate began to decline. The patient lost consciousness and was without a pulse or respirations. The hospital code team was called and cardiopulmonary resuscitation (CPR) was initiated. An automated electrical defibrillator was placed, but no shock was advised. The rhythm was pulseless electrical activity. CPR continued for approximately 40 minutes, but the patient was not able to be revived. No prior relevant history was available, other than use of concomitant altepase, which was administered soon after commencement of hd. Altepase is a tissue plasminogen activator (tpa) therapy for treatment of embolic or thrombotic stroke. Hd session was commenced for a total of half hour period and abruptly terminated, as patient was observed not to be stable. Soon after discontinuation of hd session the patient expired. The 2008t hemodialysis machine was removed from service after the event and evaluated by a fresenius regional equipment specialist (res). No malfunction or anomalies observed or identified. The unit was found to be working to specification. The machine has been returned to service at the user facility with no further issues. The fresenius bloodline is available for evaluation by the manufacturer. No sample of the acid in use during the treatment is available for analysis.